Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, a pacing failure from the left ventricular (lv) lead was observed. The patient underwent a x-ray and fluoroscopy, which showed the lv lead had pulled back and the slack of the lv lead and right atrial (ra) lead had changed. Dislodgement was noted on both the lv and right atrial (ra) leads. The physician suspected the lv lead position changed due to the shape of the coronary vein and that insertion of the lead had been insufficient. In addition, the physician noted the ra lead dislodgement occurred due to interference between the leads at the blood vessel intersection and the lead was pulled back when the other leads were removed. It was further noted that the device had moved down due to the anatomy of the patient, which may have been in a factor in the dislodgement of the lead. The ra lead was repositioned, the lv lead was explanted and replaced and the device was re-connected to the leads. No patient complications have been reported as a result of this event.